Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels in the past however, a value was not provided. The customer declined to provide information regarding the blood glucose events. Reportedly, the customer corrected the low bg level by eating.